Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether, or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, the insulin pump act button down 2 to 3 times, and sticking. The customer confirm time advances. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.